Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited rising thresholds when programmed lv tip to right ventricular (rv) lead coil. Lv ring to rv coil and lv ring to lv tip thresholds were stable. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: dtbb1d4 ICD, implanted: (B)(6) 2013; a 5076-52 lead, implanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. Visual summary analysis of the lead indicated damage at implant and stretching.